Manufacturer narrative:
Complaint no: (B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end cap of a small volume intermate was broken off from the end of the line. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 18, 2014-november 19, 2014. The evaluation of the returned device is complete. Visual inspection noted that the distal luer lock where the blue end cap was located had been broken. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.